Event description:
After a long history of shoulder pain (due to left shoulder osteoarthritis and biceps tendonitis) and failure of conservative treatment, I had a left total shoulder arthroplasty on (B)(6) 2015. This arthroplasty failed, so I underwent a revision to the reverse shoulder arthroplasty on (B)(6) 2016. Biomet cement bne cobalt g-hv 40/20gm: item serial number: (B)(4), lrb number: 58840; lot number: 674560; biomet pt hybrid glenoid post: lot number: 557860; biomet baseplt glen hybrid sm 4mm: (B)(4), lrb number: 105323; lot number: 531560; biomet arthrex suture button 12mm: lot number: 1192105; biomet head hum versa-dial std tapr: item serial number: (B)(4), lrb number: 92096; lot number: 901490; comprehensive biomet stem hum pri mini 12mm: item serial number: (B)(4), lrb number: 91075; lot number: 703850; biomet versa-dial head hum bplr 42x18x46mm: item serial number: (B)(4), lrb number: 100455; lot number: 765380.